Event description:
It was reported that during a nephrectomy procedure, after using the device about one hour, with generator, an error code 5 was received. Used another device to finish the procedure with no pt consequence. One device returning.